Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection. It was also noted that the patient's pocket had eroded and the implantable cardioverter defibrillator could be seen. On (B)(6) 2018, the patient's system was explanted. Patient was stable throughout the procedure.